Manufacturer narrative:
(B)(4). Date of event: event year only reported: 2022. Batch #: r9350n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage. It was connected to a generator and evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with the footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that during an unknown procedure gen11 asks more times to activate the instrument. Maybe the handpiece is defected. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2023 h8.